Event description:
A patient reported that her physician encountered an error message upon interrogating her vns during a recent clinic visit. Per the patient, the error message indicated that there was an issue with the lead that required replacement surgery according to her physician. The patient's vns system had been implanted for approximately 1.25 years at the time the high impedance was reported. The device history records were reviewed for the lead and revealed that the device met all specifications for release prior to distribution. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
Follow-up with the treating neurologist indicated that the patient was referred for vns surgery due to the high impedance and reported generator migration and protrusion, which are further described in MFR. Report # 1644487-2018-01372. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Manufacturer narrative:
Unique identifier (UDI) #, corrected data: initial report inadvertently reported incorrect UDI number.

Event description:
Additional information was received from the patient¿s neurologist stating that the x-rays were taken of the patient's device as the patient's problem was the very high impedance. The patient's diagnostics were provided indicating high impedance. The physician believes that the patient's generator is protruding from their chest, and it was stated that the intervention was both for patient comfort and to preclude a serious injury. The patient has been referred for surgery. An x-ray assessment dated 09/5/2018 was provided which states that the vns is identified overlying the left neck. The wires are intact. The soft tissues of the neck are otherwise unremarkable. A second x-ray assessment states that the electronic generator overlies the left chest. Wire extends to the left neck. Generator and wires are intact. The generator protrusion and migration is captured in MFR. Report # 1644487-2018-01372. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that this patient received a generator and lead replacement. Additional information was received that the surgeon stated that the anchor electrode was not attached to the vagus nerve when he explored the previous implant. He also thought there was a split in the positive electrode. It was stated that the surgeon had to cut the previous electrode in order to remove the lead. The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.